Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that patient had a loss of effective stimulation and associated pain relief. The patient could not identify a date that this occurred. The patient ignored the physician¿s requests for reprogramming. The physician scheduled an appointment with manufacturer representative and patient. Impedances on 8-15 reflect open circuits at 1.5v on all electrodes (perception threshold 2.0v, did not run test at 3.0 to avoid patient discomfort). The patient could not identify a time or activity at which she noted a change. The patient was reprogrammed on the other lead and achieved effective pain relief. The issue was resolved. No further complications were reported/anticipated.